Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain. It was reported that patient thought pump was acting up. Patient reported a lot of pain in her back and her left side with some numbness and she was really sleepy since 2018 (longer than 1 month less than 6 months). She had cried her eyes out she was hurting so bad. Patient had her pump filled about a month ago no discrepancy in drug volume was reported. Patient did not have any falls/traumas. Patient had "indentions" down at the bottom of her spine up to where the catheter was inserted. It made a v pattern since (B)(6) 2018. No further complications were reported.